Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the threaded end of the humeral provisional fractured, resulting in the distal pilot being left in the patient.